Event description:
7:30 am resident noted to be lethargic & diophoretic. Had emesis of 200cc finger stick 80 approx 1/2 hr later, ems took finger stick with their machine 40. Glucose IV started & resident transported to hospital. Problems with variable readings noted with other glucometers of same brand & manufacturer ranging from 30-150 pints (when tests repeated).